Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed an occlusion alarm during fill. Insulin pump was able to function properly after the customer disconnected and changed the reservoir and infusion set. Customer's blood glucose level was unknown. Customer will not be returning the reservoir for analysis.